Manufacturer narrative:
Pump s/n:(B)(4) was received. The pump could not be test to confirm the reported issue as it was received in a damaged condition. Also, the front and back housing were cracked and the devices internal components were damaged. The power cord was also damaged. Service history record was reviewed, this device was manufactured in 2014 and this is the first time this device has been returned for service. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device sparks when plugged in.